Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vag. Infect"), fatigue ("other injuries/symptoms: fatigue") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, fatigue, hormone level abnormal and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary problems: bladder probs.,uti. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, psych injury, birth - no complication, perforation: other, bladder/urinary problems: bladder problem., uti, vaginal infection, other injuries/symptoms: fatigue, hormonal changes, nausea, she did not undergo confirmation test were added. Plaintiffs information and outcome for pregnancy added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and caesarean section ('c-section') in a 33-year-old female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, multigravida, hypertension, diabetes mellitus, cesarean section, asthma and pregnancy. Concomitant products included ibuprofen. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("bladder/urinary problems: uti"), vulvovaginal mycotic infection ("vag. Infect"), fatigue ("other injuries/symptoms: fatigue"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infections"), migraine ("migraines / headaches") and abdominal pain lower ("left lower abdomen pain"). In (B)(6)2015, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"), 10 months 13 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain") and bladder disorder ("bladder/urinary problems: bladder probs") and underwent caesarean section (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation, caesarean section, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, depression, bladder disorder, urinary tract infection, vulvovaginal mycotic infection, fatigue, mood swings, nausea, vaginal haemorrhage, cystitis, migraine and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, caesarean section, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary problems: bladder probs.,uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2014: tubes were blocked.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic hypertension, diabetes mellitus, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Reporter information, medical history added. Events: abnormal bleeding (vaginal, menorrhagia), bladder infections, psychological or psychiatric problems condition: depression, migraines / headaches, left lower abdomen pain, c-section added. Event hormonal changes was updated to hormonal changes describe: mood swings, vaginal infection to vaginal yeast infection, psych injury to psychological or psychiatric problems condition: depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in a 33-year-old female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, multigravida, hypertension, type ii diabetes mellitus, multiple cesarean sections, asthma and pregnancy. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract infection ("bladder/urinary problems: uti"), vulvovaginal mycotic infection ("vag. Infect"), fatigue ("other injuries/symptoms: fatigue"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infections"), migraine ("migraines / headaches") and abdominal pain lower ("left lower abdomen pain"). In (B)(6) 2015, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"), 10 months 13 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain") and bladder disorder ("bladder/urinary problems: bladder probs") and underwent caesarean section ("c-section"). Essure treatment was not changed. At the time of the report, the perforation, caesarean section, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, depression, bladder disorder, urinary tract infection, vulvovaginal mycotic infection, fatigue, mood swings, nausea, vaginal haemorrhage, cystitis, migraine and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, caesarean section, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary problems: bladder probs.,uti diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: tubes were blocked.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic hypertension, diabetes mellitus, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.